Event description:
The svc report shows that while performing a scheduled pm on the unit; the hosp bio-med tech created the 1401 error code in memory. The nellcor puritan-bennett customer support engineer (npb cse) found an error code in memory that indicates the unit may have gone to default parameters or into backup ventilator (buv) mode due to 1) lost memory (bbr) through a disconnection of the batteries, or 2) the checksum (bbr) test failed during a power-on self-test. The unit passed extended self testing, and no parts were replaced. It is not verified that the unit may have gone into default parameters or into buv, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.